Manufacturer narrative:
The technician inspected the 1e and found a hose separated from the straight barb fitting installed to the uv outlet connection. Technician repaired the system by installing new hose with 90 degree factory crimp tested the unit including running a diagnostic and found the unit operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Event description:
The user facility reported the 90 degree factory crimped fitting had separated at uv assembly causing water to flood the floor where the system was located. The user facility installed a replacement hose, which subsequently separated causing water to come out onto the floor where the unit is located, down a wall and into a stairwell. No injuries or procedural delays were reported. Property damage was reported.